Event description:
It was reported that revision surgery was performed due to an adverse reaction to metal debris. Patient experienced elevated metal ion levels, pseudotumours, and soft tissue damage.